Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The balloon was tightly folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 77.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure, the device accidentally kinked and the catheter broke 10 inches from the hub. The procedure was completed with another 12mm x 3.00mm nc quantum apex balloon catheter. No patient complications were reported.